Event description:
It was reported that a pericardial effusion was discovered after pulmonary vein ablation procedure. The event was reported to be procedure related with extended hospital stay due to the adverse event. It was reported that the pericardial effusion was resolved spontaneously within two days.